Event description:
It was reported that during an ischemic ventricular tachycardia ablation procedure, a tamponade occurred. Standard power and irrigation flow setting was used during ablation. Pericardiocentesis was performed. The patient outcome was reported as good and had fully recovered.

Manufacturer narrative:
(B)(4).